Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the prime/compromised force sensor system test at 4lbs due to a faulty force sensor resistor. The pump passed the self-test. There was no watchdog timeout alarm noted. The pump was monitored in a 50 degrees celsius oven for several days and no blank display was noted. The pump was received with normal operating currents. There was no damage found on the c13/lcd isolation tape noted. The pump was received with cracked battery tube threads, a cracked belt clip slot, and a scratched lcd window.

Event description:
The customer reported via phone call that he was changing the infusion set and filling the tubing. Customer stated that the pump had a compromised force sensor system alarm and the screen went blank. Customer stated that her husband thinks he saw a watchdog timeout alarm before the screen went blank. Customer changed the battery but there were no numbers on the screen. Customer saw drops of insulin but then received a compromised force sensor system alarm. Customer stated that the rewind message occurred after an alarm or alert. Customer has a manual injection to treat her blood glucose. Customer stated that the drive support cap appears normal. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will be replaced. Customer was advised to revert to a back-up plan and to discontinue use of the pump.